Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient presented for implant procedure. At implant, the leadless pacemaker (lp) exhibited high capture thresholds. The lp was repositioned and successfully implanted. The patient presented for dialysis, which became difficult prompting a computed tomography (CT) scan that revealed, a pericardial effusion. Suggesting the lp or catheter may have perforated. Pericardiocentesis was performed on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.